Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
A patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. The first clip was placed on the medial side of anterior 2 and posterior 2 leaflet segments (a2p2) and it was decided to go in with a second clip, (lot: 40402a2029 cds0706-xtw), lateral to the first there was residual mr. The clip was aligned as normal and went into the valve. Once the clip was opened, it was noted that it was stuck and the clip was not able to move freely. The clip appeared to be stuck on the anterior side of the valve, and it was difficult to distinguish if it was leaflet or chordae. We worked to get the clip back into the left atrium and after several attempts we managed to get the clip into the atrium. Due to the clip entanglement, the integrity of clip came into question and it was decided replace it. As the clip was attempted to retract into the steerable guide catheter (sgc), it appeared to be stuck at the soft tip. The clip was moved back out, readjusted, and attempted to retract again. This time when the clip got to the sgc, it appeared to get stuck again and then sprung open as it touched the soft tip. The clip appeared to completely off the mandrel. The clip was pulled across the septum as it was, along with the sgc. The clip was snared once in the inferior vena cava (ivc), and deployed to pull it back into a larger catheter to full remove from the anatomy. Intervention was successful and the clip was removed without harm to the patient. The case was completed and two more clips were deployed. The mr was reduced to grade 1-2.

Manufacturer narrative:
The reported difficult or delayed positioning-anatomy, difficult to open or close-clip jumping, premature activation - n/a and difficult to remove-cds/sgc could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and based on the information provided by the account, the image/cine review and the analysis of the returned device, a cause for the reported difficult or delayed positioning associated with the clip interacting with the anatomy and difficult to remove the cds from the sgc associated with the clip getting caught on the sgc soft tip and attempts to retract the clip inside the sgc while it was caught on the soft tip, resulting in clip jumping and premature activation of the clip from the cds cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The imaging provided by the account were further reviewed by an abbott senior staff clinical engineer. The reviewer stated that ¿one (1) fluoroscopic still image was provided in which the reported device can be visualized with the clip partially retracted into the sgc soft tip. The clip arms are opened to 45° with one clip arm located within the sgc soft tip and one clip arm outside the soft tip; the clip connector can be visualized just outside/distal of the soft tip. The delivery catheter (dc) radiopaque tip ring and l-lock shaft are visible inside the sgc shaft, proximal to the sgc tip ring. The clip is positioned in a tilted orientation relative to the axis of the dc and l-lock shaft. Based on the general location/orientation of the clip relative (located outside the sgc soft tip) to the dc l-lock shaft (located inside the sgc shaft), it is likely the clip is detached from the l-lock. Due to the quality of the image (low resolution, grainy) further assessment of the clip components and distal l-lock shaft cannot be assessed for damage. Based on the image provided the reported difficult to remove (clip caught on sgc soft tip) and premature activation (clip detached from dc l-lock shaft) are confirmed. The reported difficult/delayed positioning due to interaction with the anatomy and difficult actuation are not captured in the image and cannot be commented on or assessed. There are no other observations based on the image provided."